Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
On (B)(6) 2013, it was reported that during central processing the user facility identified a wire stripping on the fenestrated bipolar forceps instrument on an unspecified date. On (B)(6) 2013, intuitive surgical, inc. Contacted the site for more details of the issue. The site clarified that the strains of the wire showing on the instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.